Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Reportedly, the cartridge was filled with 200 units of insulin and the insulin gauge decreased to 115 units. The customer's blood glucose level was 90 mg/dl. The customer declined further follow-up from tandem technical support.